Manufacturer narrative:
Details of complaint: the customer reported they were unable to see one bedside monitor (bsm) on the central nurse's station (cns). The bsm was in a covid ward and the customer was unable to troubleshoot the problem at the time. No patient harm or injury was reported. Investigation summary: communication loss is an error message that displays on individual bed tiles on the cns to alert clinicians that the cns has lost communication with one or more patient-connected devices it is monitoring. These patient-connected devices could be a bedside device such as bsm-6000 series or a telemetry transmitter/receiver system such as the zm-500 series and org-9000a series. The cause for the communication issue is typically due to the bedside or the org receiver having been disconnected from the network. The bsm's docking stations were suspected to be causing the issue and were sent in for evaluation (ticket numbers (B)(4)). Nihon kohden repair center (nk rc) evaluated the docking stations (sc-170r sn:(B)(6)) for the bsm and was not able to duplicate the issue of not being able to connect the bsm to the network. No issue was found on both units. It is likely that issue was not occurring due to defective docking stations but rather issues with the network ports at the customer's facility. As the issue could not duplicated, a root cause cannot be determined. Complaint history review of the customer's facility reveal no additional complaints relating to communication loss with the bedside monitors. At this time, the issue is resolved and there is no evidence of an nk device malfunction. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the bsm and were suspected to be the cause of the connection failure: docking station for the bsm: model #: sc-170r. Serial #: (B)(6). Docking station for the bsm: model #: sc-170r. Serial #: (B)(6).

Event description:
The customer reported they were unable to see one bedside monitor (bsm) on the central nurse's station (cns). The bsm was in a covid ward and the customer was unable to troubleshoot the problem at the time. No harm or injury was reported.

Event description:
The customer reported that they are unable to see one bedside on the central nurse's station (cns). This bedside is in use with a covid patient and at this time they are unable to go into this room and troubleshoot. No harm or injury was reported.

Manufacturer narrative:
The customer reported that they are unable to see one bedside on the central nurse's station (cns). This bedside is in use with a covid patient and at this time they are unable to go into this room and troubleshoot. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.